Event description:
I got a new resmed CPAP machine, the airsense 11. It emits a bad odor so I plan to return it to the dme company. Serial number: (B)(6). Device number 623. Made in australia. I read about allowing the unit to off-gas for some time. However, I don't want to use a product that has to off-gas.